Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) prompts loop leakage. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Loop leakage alarm, detection of leakage at the safety disk interface, disassembly and application of sealing silicone grease, after processing, the functional parameters of the equipment were tested and delivered for clinical use.